Manufacturer narrative:
No conclusion can be made at this time. The pt's atty has not provided medical records. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2011 - the pt underwent a procedure for a right inguinal hernia repair with implant of a bard/davol perfix plug. On (B)(6) 2014 - the pt presented to the hosp with right inguinal pain. Per md assessment the pt had an entrapped right inguinal nerve. On (B)(6) 2014 - the pt underwent "exploration on right inguinal region with ablation of ilioinguinal nerve." Parts of the mesh that were tangled and balled up wer excised. The md noted significant amounts of scar tissue around the mesh that had to be freed up. The md postoperative diagnosis was nerve entrapment of the right inguinal nerve. The atty alleges the pt suffered severe pain, balled up mesh, nerve damage, and permanent injury.